Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting an abre stent for the treatment of a fibrous lesion with 59.6% stenosis in the proximal right region of the iliac vein. The degree of tortuosity was mild. The device was prepped as per the IFU with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered while advancing the device. It was reported that the abre was deployed and it did not expand in the middle. A 18x60 non medtronic balloon was used used to expand. The balloon burst and was removed. A 16x60 non medtronic balloon was inserted and inflated. Ivus was done and 18x120 stent appeared to be fractured and not fully expanded. The fractured component of the stent did not detach. No deformation noted to the deployed stent. The delivery system was safely removed with no vessel damage at this time. An 18x100 abre was inserted inside the 18x120 and post dilated with 16x60 atlas. Ivus was used post 18x100 and showed luminal gain. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Image analysis: 11 still images were provided for evaluation images show a deployed abre stent in the right iliac vein. Images show twisting or failure to deploy in the middle of the stent. Images also show the stent fully deployed and without any obvious stent fracture with second stent deployed inside first stent. Product analysis: the device system returned. No stent was returned and a kink was observed on a the inner tubing. Red locking pin was removed from the handle. The size on the strain relief was 9f 18mm x 120mm. A kink was observed on the inner tubing. Approximately 120mm of inner tubing was exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.